Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. Reportedly, patient received repeated loss of prime alerts in the past several days. Patient was able to complete prime step and received additional no prime alarms. Patient reported that the cartridge cap was in good condition and tightened properly, there was no sudden change of force, temperature was within recommended range, and there were no entries in the alarm history. Patient acknowledged that the cartridge was changed the morning of the call and had cycled the cartridge once before filling. Advised patient to use cartridge from another box, to cycle 2 or 3 times before filling and to call back if no prime alarm persists. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.